Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes' labels were partially peeled off and had to be taped down during use. Additionally, some bd vacutainer® sst¿ blood collection tubes also produced low draws during use. Each event occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the label on the tube peeled back and the user has to tape label down. The user did state the peel back doesn't affect the function of the tube. The lab tech's also said they have received tubes with low draw. The user has to throw the tube with low draw away. The user then has to get another tube and repeat the blood draw."

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed and underfill was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the label issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes' labels were partially peeled off and had to be taped down during use. Additionally, some bd vacutainer® sst¿ blood collection tubes also produced low draws during use. Each event occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the label on the tube peeled back and the user has to tape label down. The user did state the peel back doesn't affect the function of the tube. The lab tech's also said they have received tubes with low draw. The user has to throw the tube with low draw away. The user then has to get another tube and repeat the blood draw."